Event description:
User received low glucose results for two patient samples, which when repeated on another i800 at the customer site, yielded normal results. Sample 1: initial result gave 0.9; repeat on same i800 gave 2.7 mg per dl. Repeat on different i800 gave 89 mg per dl. Sample 2: initial result gave 0.6; repeat on same i800 gave 0.4 mg per dl. Repeat on different i800 gave 82 mg per dl. The repeat results from the other i800 were reported. Patients were not adversely affected.

Manufacturer narrative:
The field service representative determined there was a problem with the reagent cleaner valves, and replaced the cleaner valves on the reagent arm. Controls were run to verify analyzer performance.